Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and replaced one of the tubes for the cell rinse which had a pinhole. Reagent issues were excluded as no further cases and a correct rerun was performed with the same reagent. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable glucose result from one patient sample tested on the cobas 8000 c702 module. The initial result was 3 mg/dl. The repeat result was 87 mg/dl. The initial result was not reported outside of the laboratory as it did not fit the patient's history, prompting the patient sample rerun.